Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced "not feeling good, no energy, lethargic, dizziness" and was unable to self-treat. Customer received third-party intervention who provided orange juice and peanut butter as treatment. No further information was provided.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced "not feeling good, no energy, lethargic, dizziness" and was unable to self-treat. Customer received third-party intervention who provided orange juice and peanut butter as treatment. No further information was provided.

Manufacturer narrative:
The returned meter was investigated. Visual inspection was performed on returned meter. No issues were observed. The returned meter was investigated with retained test strips. Meter did not power on with button depression or test strip insertion and usb cable insertion. Reader was connected to pc and did not recognize the reader. The returned meter was de-cased and visual inspection was performed. Observed liquid contamination .therefore this issue is not confirmed due to use. All pertinent information available to abbott diabetes care has been submitted.